Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Creases/folding of implant: observed, fold creases. Additional observations: wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side deflation. "Any creases" observed during surgery via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. "Any creases" observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Information contained in this report was previously submitted through asr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.